Manufacturer narrative:
Correction: b5: describe event or problem; b3: date of event; h6: impact codes; h6: device codes; h6: patient codes.

Event description:
It was reported that the patient with this right ventricular (rv) lead visited the hospital after experiencing asystole, dizziness and lightheaded symptoms. At the hospital, the patient history was taken at which the patient reported that the rv lead had perforated during initial implant however the physician at that time decided to reprogram the lead to tachy therapy only and implanted an additional rv lead to handle the pacing and sensing. The device was interrogated and found to have inappropriately delivered ten bursts of anti-tachycardia pacing (atp) from the pace/sense rv lead. The physician suspected cause of the inappropriate atp therapy was due to fracture on the rv lead programmed to pace and sense only. A full system explant procedure was performed, this rv lead was explanted and replaced with a new lead. The lead was returned to facility for analysis.

Event description:
It was reported that the patient with this right ventricular (rv) lead visited the hospital after experiencing asystole, dizziness and lightheaded symptoms. At the hospital, the patient history was taken at which the patient reported that the rv lead had perforated during initial implant however the physician at that time decided to reprogram the lead to tachy therapy only and implanted an additional rv lead to handle the pacing and sensing. The device was interrogated and found to have inappropriately delivered ten bursts of anti-tachycardia pacing (atp). The physician suspected cause of the inappropriate atp therapy was due to lead fracture. A revision procedure was performed, the rv lead was surgically abandoned and replaced with a new lead successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory severed about 110 mm from the terminal end. Only the proximal segment was returned. Visual inspection revealed typical surgery related damage but is not considered to be abnormal. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of perforation. No lead issues were noted that would have made perforation more likely than what is described in the instructions for use as a known inherent risk of the use of this product.

Event description:
It was reported that the patient with this right ventricular (rv) lead visited the hospital after experiencing asystole, dizziness and lightheaded symptoms. At the hospital, the patient history was taken at which the patient reported that the rv lead had perforated during initial implant however the physician at that time decided to reprogram the lead to tachy therapy only and implanted an additional rv lead to handle the pacing and sensing. The device was interrogated and found to have inappropriately delivered ten bursts of anti-tachycardia pacing (atp) from the pace/sense rv lead. The physician suspected cause of the inappropriate atp therapy was due to fracture on the rv lead programmed to pace and sense only. A full system explant procedure was performed, this rv lead was explanted and replaced with a new lead. The lead was returned to facility for analysis.